Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. The power supply unit cable was incorrectly plugged into the power supply unit. There was no fault found with the returned device. The device was performing to specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Based on all available evidence, an investigation determined that the reported complaint was due to operator error. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device turned off during therapy. The trached patient was placed on a backup ventilator. There was no serious injury reported as a result of this incident.